Manufacturer narrative:
According to the facility, the "anesthesiologist states that he was performing the spinal block injection for a c-section. There was good csf return before and after the injection. After 10 minutes, the patient was only slightly numb in the lower limbs and toes. Not enough to perform the procedure. The provider proceeded by performing an epidural, and the c -section was performed. There was no patient harm during this process, but it delayed the procedure by an hour due to troubleshooting". The provider is questioning whether the correct medication was in the tray. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the "anesthesiologist states that he was performing the spinal block injection for a c-section. There was good csf return before and after the injection. After 10 minutes, the patient was only slightly numb in the lower limbs and toes.